Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland.

Event description:
Reference number (B)(4) event occurred in finland. It was reported that the patient received an infusion set package on (B)(6) 2025 with a light layer of dust on the inside of the box, which was not properly sealed. No further information available.